Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances. To address the issue, the physician explanted and replaced the patient¿s lead with a new model, which resolved the issue.

Manufacturer narrative:
The reported event was confirmed. Analysis of the returned device found all internal wires were broken. The broken wires are consistent with an overstress condition or sudden event the lead was subjected while in vivo.